Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low and elevated blood glucose (bg) levels ranging from less than 40 mg/dl to 600 mg/dl with life threatening ketone levels. Contact was unsure of the cause but alleged that the customer had been going through puberty. To address the elevated bg levels customer administered boluses and changed infusion set supplies, and to address low bg levels customer consumed juice. Recommendation was made to discuss diabetes management with a health care professional.